Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: device analysis revealed a tear/split in the catheter sheath approximately 86cm from the strain relief. An initial examination of the complaint rotablator plus unit performed showed no further issues. Additional functional testing done revealed no other issue with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
Reportable based on the product analysis completed on (B)(6) 2012. It was reported that during prep for a rotational atherectomy treatment procedure, there was fluid flow problem. The 75% stenosed target lesion was located in the severely calcified and moderately tortuous left anterior descending artery. While prepping the 1.50mm rotalink plus burr, the rota cocktail did not flow out from distal portion of the clear tube sheath during flushing. There was also saline leak from the advancer knob. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good. However, the returned product analysis revealed that there was a tear/split in the catheter sheath.